Manufacturer narrative:
Four samples were received for quality evaluation. Visual inspection did not indicate any damages or abnormalities. The infusion sets were then primed and the texium connector was connected to a sample bd smartsite connector. While allowing fluid to flow through the set, leakage can be seen coming from between the smartsite connector to texium connection. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 24010-0007t lot number 25045192 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: we have had multiple lines of tubing from the same lot number start leaking during the infusion. The lot number is (10)25045192. It seems to be leaking from the texium green cap at the end. Additional information received from the customer: 1. Could you please provide exact number of occurrences? 5 2. Please let us know the medication being administered and leaked? Was it a chemotherapy drug? Ivf at bolus rate and premeds (dex and pepcid) 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient was harmed or injury. Only time and product replacement.